Manufacturer narrative:
(B)(4) suture detachment.

Event description:
It was reported to boston scientific corporation that during a transvaginal sling placement procedure using a precision speedtac transvaginal anchoring system, the suture pulled off immediately when the physician "opened the suture." The physician completed the procedure with another precision speedtac transvaginal anchoring system with no complications to the patient, who was fine at the conclusion of the procedure. No further information is available. Should additional relevant details become available, a supplemental report will be submitted.